Event description:
According to the reporter: the bag burst when the surgeon put the specimen in the bag. Additional information was requested and will be submitted once received.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).